Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 30mg/ml at 7mg/day via an implantable pump. The healthcare provider had contacted the company representative to help with a refill under fluoro. The healthcare provider had tried to refill the pump in the office and was unable to. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the refill under fluoro showed the pump was flipped. The healthcare provider manipulated the pump to refill and they would schedule the patient for a pocket revision upcoming. Surgical intervention did not occur but was planned though not yet scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.